Event description:
+While performing a subtotal hysterectomy, the physician noticed that a metal post was missing from the hank dilator. An x-ray of the patient's pelvis was taken;there was no metal post seen by the radiologist.